Manufacturer narrative:
(B)(4): the follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to analyze in the AED mode. There was no report of any negative pt impact. Note that the user may initiate analysis at any time by pressing the analyze button.